Manufacturer narrative:
The insulin pump was received with high idle current due to faulty component on the mother board and with corroded battery tube. No failed battery test noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump after a new battery insert. The customer stated they have replaced the battery four times, but the alarm persisted. Customer's blood glucose was over 200 mg/dl at the time of the call. The customer stated the alarm was recurring with a replacement battery cap. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.